Manufacturer narrative:
(B)(4) for the reported event of band failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the second band could not be released. The procedure was not completed due to this event. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that only the ligator head was returned for evaluation. A physical examination of the device found the suture had been removed and not returned. Additionally two blue bands had been deployed and were not returned. Four blue bands and one white band remained on the ligator head but all were moved out of position. The ligator head teeth were found to be very damaged. Given the event description and condition of the returned device, there is not enough information to determine a most probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the second band could not be released. The procedure was not completed due to this event. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.